Event description:
It was reported that this right ventricular (rv) lead had fractured and recorded a lead safety switch (lss) following an isolated out of range measurement. The field representative contacted technical services (ts) to discuss next steps, as a lead revision had been scheduled. Ts discussed that the patient underwent an in-clinic evaluation, including a venogram, to further evaluate lead integrity given the single occurrence of the out of range measurement. Ts also discussed programming considerations and noted that replacement of the pulse generator at the time of lead revision was at this physician discretion, as the device had approximately one and a half years of remaining battery longevity. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was explanted and replaced due to loss of capture (loc) at maximum output and muscle stimulation. The replacement procedure was successfully completed and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 2 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. At this point, it can be concluded that unknown factors most probably contributed to the event. Conclusion code was updated to "cause not established" because the reason for the alleged observation(s) could not be determined. Product record reviews did not identify a product quality issue and analysis of available information did not identify a specific complaint cause.

Event description:
It was reported that this right ventricular (rv) lead had fractured and recorded a lead safety switch (lss) following an isolated out of range measurement. The field representative contacted technical services (ts) to discuss next steps, as a lead revision had been scheduled. Ts discussed that the patient underwent an in-clinic evaluation, including a venogram, to further evaluate lead integrity given the single occurrence of the out of range measurement. Ts also discussed programming considerations and noted that replacement of the pulse generator at the time of lead revision was at this physician discretion, as the device had approximately one and a half years of remaining battery longevity. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was explanted and replaced due to loss of capture (loc) at maximum output and muscle stimulation. The replacement procedure was successfully completed and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead had fractured and recorded a lead safety switch (lss) following an isolated out of range measurement. The field representative contacted technical services (ts) to discuss next steps, as a lead revision had been scheduled. Ts discussed that the patient underwent an in-clinic evaluation, including a venogram, to further evaluate lead integrity given the single occurrence of the out-of-range measurement. Ts also discussed programming considerations and noted that replacement of the pulse generator at the time of lead revision was at this physician discretion, as the device had approximately one and a half years of remaining battery longevity. No adverse patient effects were reported. This rv lead remains in service.